Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they had a low blood glucose incident on (B)(6) 2017. The customer was probably at 422 mg/dl at the time of the call, but it is unclear if this was a real reading. The customer states that they sometimes rely on the sensor glucose readings to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also stated that their meter is not sending over blood glucose readings to the pump, and they're not getting sensor calibration requests. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
The customer's sensor glucose was at 400 mg/dl and 422 mg/dl, customer was going to use a fake blood glucose reading to try to bring the readings down.